Event description:
I had an implanted defibrillator manufactured by boston scientific. The model was teligen 100 e102, and the serial number (B)(4). On (B)(6) 2017 it began beeping due to a malfunction with the capacitor (error code 1003). This was my 3rd device. With the previous devices, I went to the doctor's office when the beeping began and they were able to turn off the beeping until the surgery was performed to replace the device. This was not the case with this device. I was told that the device would continue to beep because of the malfunction. It beeped every 6 hours, 16 beeps each time. The beeping woke me up at night. In the 19 years that I have had these devices, I never received a shock or pacing. This time, I was hoping to be able to make the decision to have the beeping turned off and to not have the surgery as the devices and surgeries had never been a benefit to me. They had only caused me physical and emotional pain, and financial strain. However, I was not able to exercise my rights with this device. I did not have options or choices or a decision to make. I either had to listen to the beeping every 6 hours indefinitely (until the battery completely drained, estimated up to 2 years), or have surgery to have the device removed/replaced. From my perspective, those are not choices/options. I do not understand how a manufacturer could force a patient (let alone a heart patient) to listen to the beeping every 6 hours, be awakened in their sleep, and loose sleep, indefinitely until the battery drained completely. I do not understand why a patient would be forced to have surgery in order to get the beeping to stop. An elderly or hospice patient (no matter their age) nearing death in this situation would also be forced to listen to this beeping until they die. I had the surgery to have the device replaced (by a different manufacturer) on (B)(6) 2017 (20 days of listening to the beeping and being awakened during the night). I had it replaced, rather than removed, because I felt that if I was forced to have surgery, insurance probably would not pay to simply have it removed, and if I was going to go through another surgery, I may as well have it replaced. Although I consented to having the surgery, I was not at all in agreement with the position the manufacturer put me in, or with having the surgery.